Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, implantable tachy lead, (B)(6) 2008; 4196, implantable pacing lead, (B)(6) 2011; d224trk, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had elevated pacing capture thresholds. The lead remained in use and was later explanted due to infection. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.